Event description:
It was found that the seat would not support weight due to a broken/damaged lock bar strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.